Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that several months post iol implantation in the left eye the pt presented with burning/stinging of the eye, decreased visual acuity (20/150), and possible iritis. The surgeon noticed that the lens vaulted asymmetrically (z-syndrome). Pt was prescribed atropine 1% bid and prednisolone acetate 1% bid. Pt's visual acuity (va) improved to 20/60 and the pt stated that pain and burning had stopped since she started the steroid. Additional info has been requested.